Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the pvc tubes were discolored, the tie wraps were leaking, the hose clamps were defective, and the power switch was defective.